Manufacturer narrative:
MFR's report date 08/20/97. The pump was returned and evaluated. Visual and functional testing was performed. No freeflow or overinfusion was noted. Testing was performed using a non-vented bottle and a vented administration set. Approx 6-7 drops of fluid were seen prior to the pump being started. This was due to pressure equalization. When tested using a non-vented administration set, 3 drops of fluid were seen. When a vented set and bottle are used there is a period of time when air flows to equalized pressure in the bottle. Some displacement of fluid is normal and expected when the roller clamp is released. This could be the source of the reported complaint. The hosp has been advised.

Event description:
Hosp reported that a pump came into the biomedical engineering dept with a note attached stating "free flow". This occurred after the admin set was primed, and before the set was connected to the pt. Nursing advised that this occurred on channel b. Biomedical engineering stated that they tested both pump channels and saw a few drops of fluid leakage on both channels.